Event description:
The customer sent the v60 ventilator to the international service center with report of high blower temperature alarm occurred (error code 1122). There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The blower assembly was received at the v60 vent manufacturing facility for evaluation. The blower assembly was visually inspected but no abnormality was identified. The blower assembly was installed into the manufacturer's test ventilator and the unit booted up in normal ventilation. It was verified that the ventilator remained operational with no errors detected. Further operational testing was performed, but the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the returned blower assembly.